Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue ¿the bag isn¿t emptying completely¿ could not be confirmed. The pressure chambers squeezed out all water from the bags within two minutes. The pressure chamber holds pressure well overnight, and no damage was found during visual inspection. The probable cause of the report error was user error. Calibrated pressure gauge and performed preventative maintenance (pm). The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when blood is used, the bag isn't emptying completely in the h2 pressure chamber. There was a delay in the administration of a massive blood product transfusion protocol in a hemorrhagic context, because the nursing staff had to use their hands to complete the administration of the products under pressure since the compartment (pressure chamber) did not exert sufficient pressure to complete the blood pellets. Approximately 100 ml of un-transfused blood product remained with compartment pressure. The event occurred on 21-aug-2024, 06-sep-2024, 09-sep-2024 and other dates not available. Associated pressure chamber and h-1200 complaints documented on (B)(6).